Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 439, 369 mg/dl. The customer has been giving herself boluses to bring blood glucose down and her blood glucose was not going down. The troubleshooting was performed for the high blood glucose. The displacement and high pressure test were passed. The drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.